Event description:
It was reported that this pacemaker exhibited intermittent loss of capture (loc). Technical services (ts) reviewed the reports and noted that the voltage was set at two volts and the last threshold was at 1.1 volts. Ts noted that all other measurements were within normal limits. Ts gave the reports to the physician and recommended reprogramming. The device remains in use. No adverse patient effects were reported.